Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, that the right ventricular lead exhibited non-sustained right ventricular oversensing due to noise. It was suspected that debuting lead damage as the cause. The noise was not reproducible by pocket manipulation. There were no patient consequences. No further information was provided.

Event description:
New information noted that the right ventricular lead exhibited non-sustained right ventricular oversensing due to noise. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. The distal end of the lead was received. Analysis found external insulation abrasion breaching the ring electrode cable lumen located proximal to the suture sleeve tie impression.